Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly, the tip stuck on the floppy end of the guide wire, and a twisted imaging window section.

Event description:
It was reported that device entrapment occurred. The 80-90% target lesion was located in the mildly tortuous and severely calcified right coronary artery. An opticross hd catheter was advanced with difficulty for ultrasound examination of the target lesion. When the physician put pressure on the device to try and push it down, it popped out of the guide and the catheter spun around the wire. The catheter remained intact but could not be removed through the guide and everything had to be removed together. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that kink was observed in the sheath assembly, and the tip was observed stuck on the floppy end of the guide wire also with a twisted imaging window section.

Manufacturer narrative:
D4 model number: corrected

Event description:
It was reported that device entrapment occurred. The 80-90% target lesion was located in the mildly tortuous and severely calcified right coronary artery. An opticross hd catheter was advanced with difficulty for ultrasound examination of the target lesion. When the physician put pressure on the device to try and push it down, it popped out of the guide and the catheter spun around the wire. The catheter remained intact but could not be removed through the guide and everything had to be removed together. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. The 80-90% target lesion was located in the mildly tortuous and severely calcified right coronary artery. An opticross hd catheter was advanced with difficulty for ultrasound examination of the target lesion. When the physician put pressure on the device to try and push it down, it popped out of the guide and the catheter spun around the wire. The catheter remained intact but could not be removed through the guide and everything had to be removed together. The procedure was completed with another of the same device. No patient complications were reported.